Event description:
The faradrive steerable sheath was selected for use during the procedure to treat persistent atrial fibrillation (a fib). It was reported that upon removal of sheath, air was found within the device as well as in the connection tubing. The physician, tech, and vendor went through device for air leaks but found none. No further troubleshooting was taken as procedure was completed successfully with original device. No patient complications occurred. The device is expected to be returned for analysis. The device was used to treat persistent atrial fibrillation (a fib) which is off label use for the farawave catheter.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. The sheath was returned with the dilator still inserted from the distal tip of the shaft. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat persistent atrial fibrillation (a fib). It was reported that upon removal of sheath, air was found within the device as well as in the connection tubing. The physician, tech, and vendor went through device for air leaks but found none. No further troubleshooting was needed as procedure was completed successfully with original device. No patient complications occurred. The device is expected to be returned for analysis. The device was used to treat persistent atrial fibrillation (a fib) which is off label use for the farawave catheter. Treating for persistent atrial fibrillation (a fib) does not carry inherent patient safety risk, and thus does not meet complaint criteria. Therefore, no additional complaints for this procedure will be created for a farawave catheter.